Event description:
The customer reported experiencing low blood glucose for four days. The caller was in a health care facility due to low blood glucose of 26mg/dl. Troubleshooting was performed. The reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the device was not exposed to a high magnetic field. Advised the customer to speak with her doctor regarding the low blood glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.